Event description:
It was reported the ipg will not communicate with the external devices. The sjm representative confirmed the issue.the patient has not recharged her ipg in approximately six weeks. Follow up information identified the patient underwent surgical intervention to remove and replace her ipg on (B)(6) 2015 which resolved the issue.